Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. This product is a single use device, however, the customer cannot confirm if this is was the primary use of the device. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The customer reports the color band came off drill during surgery, possibly implanting into the patient, however, this cannot be confirmed.